Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Broken tab on sigma rp tibial keel punch.

Manufacturer narrative:
Examination of the returned keel punch confirms that both tabs are fractured. The fractured tabs were not returned for examination, however the initial report stated no pieces were left in the patient. The investigation could not draw any conclusions about the root cause of the fractures, however heavy usage over time and or user error/misuse could be contributing factors. CAPA (B)(4) was previously initiated to identify root cause and any corrective actions. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.